Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse visited the site and replaced the vio integrated electrosurgical generator unit (iesu) due to customer reported issue. The system was tested and verified as ready for use. Isi did receive the iesu to perform failure analysis. The iesu was analyzed and found issue was confirmed through system logs. Functional testing also generated error c-34 upon startup, and the internal iesu error log contained c-00. The probable cause of error c-34 is attributed to a faulty electrical component inside the iesu. This error indicates a lower voltage than expected during energy activation.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, an intuitive surgical, inc. (Isi) clinical sales representative (csr) called in to report that monopolar energy could not be used on either port. Prior to calling, he had power cycled the erbe generator, but this did not resolve the issue. The isi technical support engineer (tse) reviewed the system logs and noted c-34 errors. The csr searched for the personality module energy device (pmed) cable to use with validated third-party generators, and the tse advised that the vision side cart (vsc) could be swapped. The csr was unsure how to proceed and planned to call back with additional questions. Later, he called again to verify which esus were compatible with the activation cable, as he was still searching for suitable generators. The procedure was completed as planned, with no reported patient injury.